Manufacturer narrative:
As reported, the explanted device has been discarded and is not available for evaluation. A review of the manufacturing records for this lot found the product was manufactured to specification in 7/2006. No other complaints have been reported for this production lot to date. The indications section of the IFU for the bard perfix plug states, "this product is indicated for the repair of groin hernia defects." Patient alleged mesh was placed to treat and umbilical hernia. No medical records were provided. The contraindications section states, "literature reports that there may be a possibility for adhesion formation when bard mesh is placed in direct contact with the bowel or viscera." Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation was reported to davol by the patient: (B)(6) 2007: patient underwent an umbilical hernia repair with the implant of a bard perfix plug. (B)(6) 2015: patient had purulent discharge coming out of the surgical site above his umbilicus and the doctor prescribed antibiotics which were not effective. (B)(6) 2015: patient was diagnosed with an infected hernia mesh (perfix plug) and underwent explant of the bard perfix plug. During this procedure the patient alleged the surgeon noticed the perfix plug was adhered to his small bowel and a portion of his bowel was removed. Patient alleges that he underwent multiple procedures while admitted in the hospital for 46 days due to unspecified complications. And that he was discharged home with a wound vac to promote wound healing and continues to receive wound care with the wound vac.